Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the dissector was being advanced through the trocar, shavings came off of the dissector and fell into the patient cavity. The shavings were retrieved with no patient injury. The device is not being returned, it was discarded by the customer.

Manufacturer narrative:
(B)(4). One used sonicision cordless ultrasonic dissectors was received for evaluation. Visual inspection of the sample found no defects. The customer reported that the devices component disengaged. The reported condition was not confirmed. No components were missing from the dissector. The returned shavings were a foreign material, that is not on the dissector. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the device to function normally and within specifications. No failure mode was identified.